Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the distal conductor of the lead was extrinsically over-rotated and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and that the lead indicated stretching. Additionally, analyst notes indicated that lead is in segments and found a spin (distal conductor distorted in the connector) at 1.5cm. There was tissue seen in the helix also and no further helix testing was possible. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had slightly elevated thresholds. The patient elected to have the lead removed and replaced at the time of their device change out procedure. No patient complications have been reported as a result of this event.